Manufacturer narrative:
Qn#(B)(4). Section d.4.-unique identifier (UDI)# corrected to (B)(4).

Event description:
It was reported that: "manta was deployed in the sfa and caused an occlusion. Stent was placed and flow restored". The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Following an undisclosed procedure, an 18f manta was deployed into the superficial femoral artery for closure which led to an occlusion. The manta instructions for use posts warning do not use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The physician decided to place a stent, and flow was restored. The patient outcome post-procedure was fine. The suspected root cause of the occlusion requiring endovascular intervention and stenting is likely user error. Due to the access site being positioned in the sfa proximal to the bifurcation, the anchor was malpositioned, catching on the bifurcation and causing the occluded flow. The DHR documentation was reviewed, and there was no indication that the manta closure device did not meet specifications. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. An arteriotomy was utilized to treat the occlusion. IFU potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. There appears to be no product quality issue concerning manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "manta was deployed in the sfa and caused an occlusion. Stent was placed and flow restored". The patient was reported as fine psot the procedure.